Event description:
Baxter ncc informed by customer of an inverted septum in this set. No pt involvement has been reported at this time. Inverted septum was found before any attempt to use product.

Manufacturer narrative:
Samples have been requested, but not received for evaluation. If samples become available, a follow-up report will be filed. Review of the complaint history reveals similar issues with this product code.